Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system was facing host pc startup issue. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found host pc basic input/output system (bios) battery had no power. To resolve the issue, the fse replaced the bios battery of the host pc. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system (host-pc) had a start-up issue. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.